Event description:
It was reported that this right atrial (ra) lead was exhibiting increased thresholds during the first month since implanted. A revision procedure was performed, and it was intended to reposition this lead; however, the helix could not be extended, and a new lead was implanted. No additional adverse patient effects were reported. This lead has been received by boston scientific, and the investigation is currently in progress.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in retracted position. Visual inspection revealed dried blood/body fluid in the helix housing and tip region. The helix difficulty allegation was confirmed based on the field report. Dried blood in the helix housing prevented direct testing of the helix mechanism. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of high capture thresholds.

Event description:
It was reported that this right atrial (ra) lead was exhibiting increased thresholds during the first month since implanted. A revision procedure was performed, and it was intended to reposition this lead; however, the helix could not be extended, and a new lead was implanted. No additional adverse patient effects were reported. This lead was returned for analysis.